Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient contacted the vad coordinator to inform them of a suspected infection at their percutaneous lead site. The patient was advised to send in a picture of the affected site to infection diseases where a physician confirmed the suspected infection and started the patient on doxycycline 100mg twice daily. The patient had an allergic reaction to this medicine and was switched to ceftin 500mg twice a day. Additional information has been requested but not provided.

Manufacturer narrative:
Product investigaiton: a correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.